Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported they¿ve read there had been problems with this device from other people who have had it. There were no further complications reported/anticipated.